Manufacturer narrative:
As reported, the doctor attempted to deploy the plug of a 5f mynxgrip vascular closure device (vcd) through an unknown 5f sheath, however, the white sheath was not present in the device. There was no reported patient injury. The device was intended for angiogram with right lower extremity runoff. The device was removed, and the doctor held manual pressure for 20 minutes. The product was not returned for analysis. A product history record (phr) review of lot f1828201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor attempted to deploy the plug of 5f mynxgrip vascular closure device (vcd) through an unknown 5f sheath, however, the white sheath was not present in the device. Therefore, the device was removed, and the doctor held pressure for 20 minutes. There was no reported patient injury. The device was intended for angiogram with right lower extremity runoff. The device will be returned for analysis.